Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts complaint of cuff not inflating was not confirmed. Two samples /n 67p055 l/n 3942457 and p/n 67p055 l/n 3936569 were used for testing . The results revealed after cuff manipulated per IFU (10018853-001 rev.100, instructions for use - pedi neo tts IFU (pnt)), the cuff was manipulated, and it was inflated completely. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When the cuffs were measured, the percentage for the symmetry was for sample 1:45percent and sample 2:47percent these results are over 33.percent that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed. Device passed at 100percent prior to release. No root cause was established.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that a customer has problems with 4 smiths medical trach tubes. The first trach was tested and the pilot balloon inflated but the cuff did not. The second trach was tested and it inflated asymmetrically with part of the cuff being stuck to the tube. The other two tubes caused tidal volumes to alarm. The cuff was leaking both times and the patient had to have a trach change done each of the two times to resolve the issue. The third trach that was put in, was good. No adverse patient effects were reported.